Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/08/2016. Date of follow-up report: 08/30/2016. One used lf5544 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, the device jaws locked closed and would not reopen. A new device of the same type was used to continue the procedure and no patient injury occurred.